Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that one month following an intraocular lens (iol) implant procedure, the lens was exchanged for a different lens. The lens was replaced with a different power lens for better vision. Additional information was provided that the replacement iol was a different model, but the same diopter as the initial iol. The patient's symptoms have resolved.

Manufacturer narrative:
Product evaluation: the iol was returned torn/cut into two portions in the loading area and ramp of a cartridge. The lens damage is typical of an insertion and removal. Only a small amount of viscoelastic was observed in the cartridge. The tip has stress lines. The cartridge shows evidence of being placed into a handpiece. Power and resolution testing could not be conducted because of the optic damage and transported in a cartridge. Product history records were reviewed and the documentation indicated the products met release criteria. Based on information provided in the file that the lens exchanged occurred one month post implantation, it is reasonable to assume that the returned cartridge was not the delivery cartridge for the complaint lens. This cartridge was most likely used with the replacement lens then used to transport the complaint lens for the return shipment. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).